Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 102 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin amount in the reservoir was the same as the status screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.